Event description:
It was reported that the left ventricular lead was not stable in the vein. The left ventricular lead was not used and replaced with a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that all conductors had blood/body fluid (not obstructed). Full lead returned and analyzed.